Event description:
Customer reported erroneous low red blood cell (rbc) and white blood cell (wbc) counts when analyzing a peritoneal body fluid sample on a coulter lh 750 hematology analyzer. Erroneous test results were not released from the lab. The automated test results were determined to be erroneous when compared to a manual hemocytometer count. The manual results for rbc and wbc were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents 1 of 2 events reported by this customer for samples tested on two different days.

Manufacturer narrative:
The instrument was performing within quality control specifications with respect to control (accuracy) and reproducibility (precision). Controls were run each shift and were run before and after this event, all recovered within acceptable limits. Service was not dispatched. Raw data analysis revealed that the instrument performed as designed. The root cause is unk; however the instrument did generate r (review) flags that alert the operator to further review the specimen. The presence of extraneous particles (interferences) can not be ruled out. Product labeling indicates: very high wbc counts are a known interfering substance for the rbc parameter of body fluids. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for additional reportable events. This MDR represents 1 of 2 reported by this customer. The related MDR is MDR 1061932-2011-01471.